Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. It was reported via the implant patient registry that the valve was explanted after an implant duration of 3 years and 9 months. The reason for explant is unknown. The explanted device was replaced with another prosthetic valve. No additional information was provided. This was the second explant for this patient.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No other details reported.

Manufacturer narrative:
Additional manufacturer narrative - report of explanted aortic bioprosthetic valve for unknown reasons. Follow up for further event information is currently underway, additional information will be reported if received. Without additional information from the healthcare provider and/or device evaluation, the root cause of this event cannot be identified or evaluated. Edwards will continue to monitor all events.